Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd safe-clips¿ experienced safeclip not clipping/jammed. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328235 batch no: unknown. Verbatim: after clipping about 50 needles, the device will no longer cleanly remove them. I've never encountered this problem before and maybe I just got a dud this time. Date of event: unknown.

Event description:
It was reported that an unspecified number of bd safe-clips¿ experienced safeclip not clipping/jammed. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328235, batch no: unknown. After clipping about 50 needles, the device will no longer cleanly remove them. I've never encountered this problem before and maybe I just got a dud this time. Date of event: unknown.

Manufacturer narrative:
Investigation summary: customer returned (1) bd safe clip from an unknown lot number. Customer states that after clipping about 50 needles, the device will no longer cleanly remove them. The returned safe clip was tested and was able to cut needles properly. Unable to perform DHR check for not clipping due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale; based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text.